Manufacturer narrative:
(B)(4). Manufacturing site-correction. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The sem report determined the balloon failure may be attributed to mechanical damage to the outer surface. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. It is likely that the balloon interacted with the lesion upon inflation attempt, such that it became damaged (scratched) and ruptured as a result. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure involved a heavily calcified, non-tortuous, peroneal lesion and when the armada was inflated at 12 atmospheres, the balloon ruptured. The device was removed with no issue and another armada of the same size was used to successfully treat the lesion. There was no adverse patient sequela or no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be filed with all relevant additional information.